Manufacturer narrative:
Follow-up # 1 07/12/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact without peeling or visible damage. The keypad was removed for investigation and revealed contamination under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are intermittently unresponsive requiring multiple presses to evoke a response. The reporter stated that the keypad is intact without rips or tears and there has been no known trauma to the pump. The patient is reported to keep the pump in a pocket and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.